Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the straight suction was unable to verify. The distance to divot value was over 2.0. Physical damage to the probe could not be seen. There was no patient involvement.